Event description:
The customer stated that they were filling the tubing, insulin exited the tubing, but the insulin pump would not allow them to surpass the fill tubing screen. The customer was able to get out of that screen but the device kept going back to the rewind screen. The customer's blood glucose was 96 mg/dl. The customer also stated that insulin was squirting out during the manual priming process. Troubleshooting was performed and the customer was asked to remove the battery. After reinserting the battery assistance was provided to clear the battery out limit alarm, setting up the date/time, and with rewind/fill tubing process. The customer stated that the insulin pump alarmed no delivery. The customer stated that they were out of insulin but someone would bring it for them and they would call back if needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).